Event description:
As reported by a qual rep, restenosis was found (unknown date) in a smart control stent which was implanted on (B)(6) 2013 with no issues to the right superficial femoral artery. The rate of stenosis is also unknown. On (B)(6) 2014, the lesion was treated by percutaneous transluminal angioplasty (pta) and the patient partially recovered. On (B)(6) 2014, stenosis was found at a non-target-lesion. The lesion was treated by pta on (B)(6) 2014 and the patient recovered. The patient was compliant with post procedure regime of antiplatelet therapy including aspirin and clopidogrel. This is a case from (B)(4) smart pms for sfa.

Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by a qual rep, restenosis was found (unknown date) in a smart control stent which was implanted on (B)(6) 2013 with no issues to the right superficial femoral artery. The rate of stenosis is also unknown. On (B)(6) 2014, the lesion was treated by percutaneous transluminal angioplasty (pta) and the patient partially recovered. The patient was compliant with post procedure regime of antiplatelet therapy including aspirin and clopidogrel. This is a case from (B)(4) smart pms for sfa. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. DHR review confirmed that the product met specifications. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Therefore, no corrective action is required at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.